Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evercross 035 percutaneous transluminal angioplasty balloon was used during a procedure to treat a fibrous t arget lesion in the brachial cephalic vessel with 90% stenosis and a vessel diameter of 5 mm. During the procedure, on the first inflation, a longitudinal balloon burst was observed, and the balloon detached during the event. After the balloon burst, the distal ra diopaque marker separated and it was snared out, and all pieces/fragments were retrieved. The device was safely removed from the patient, and the procedure was aborted. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis the device was returned with the balloon detached at the proximal end and the proximal markerband is still present. The distal end of the inner shaft is stretched and the distal markerband is missing, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.